Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant. During the procedure, high out of range pacing impedance measurements were noted. As a result, the physician reprogrammed the dual-chamber device to ventricular only mode (vvi). No additional adverse patient effects were reported. This lead is not expected to be returned.